Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The black box shows no evidence of a short battery life. The ez-prime steps were performed correctly and all currents reading were within specification. The complaint of a ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the continuous glucose module. Unrelated to the original complaint, the pump case was found to be cracked. The returned battery cap was able to fit and maintain an electrical connection.